Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 10/23/2023. An investigation was conducted on 10/25/2023. A visual inspectionw was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cable. An electrical evaluation was conducted. The adapter was connected to a reference power supply vh-3010 and reference extension cable with no visual or physical difficulties. A pre-cautery test was performed per the instruction for use with a reference hemopro 2 and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was not performed with the same reference power supply, extension cable, hemopro 2 and returned adapter cable; the reference device would not power on. Based upon the evaluation results, the reported failure mode ¿failure to deliver energy¿ was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A serial number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.

Manufacturer narrative:
(B)(4) .the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor is not working. Opened up another vh-4020 hemopro 2 adapter to finish case. No delay reported. No patient effects.